Event description:
It was reported that the device showed noise reversions. Chest x-ray revealed externalized conductors. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.